Manufacturer narrative:
Testing and investigation downloaded the device history and did not contain any error logs that may be relevant to the complaint. Additionally, the delivery accuracy test was performed 3 times, and the device passed each time delivering 19.8 ml, 19.8 ml & 19.8 ml (specification is 20ml ± 1.0 ml). No over delivery was observed when the device was tested with reported customer programming parameters. Testing and investigation could not confirm the customer complaint as the device passed functional testing within specifications.

Event description:
Subsequent to the initial medwatch report submission, the customer provided the following information. The physician present at time of the rapid response noted the patient was found to be diaphoretic and snoring with a very low respiratory rate. The patient was not responsive to tactile stimuli, verbal stimuli or sternal rub. The patient's pulse oximetry was in the 70's, and bag ventilation was provided for respiratory support. A 0.4mg of narcan was administered, and the patient opened his eyes but was drowsy. The patient was placed on the monitor and was found to be in sinus tachycardia in the 130's. It was reported that the patient's lung sounds were described as diffuse rhonchi and upper airway sounded loud. An additional 0.2mg of narcan was administered, and the patient woke up. Bag ventilation was stopped, the patient was prompted to cough, and the patient produced a dark mucous filled ball of chewing tobacco that appeared to come from the posterior pharynx.. Additional chewing tobacco was removed from the patient's tongue and cheek. After additional prompts to cough, the patient's lungs were clear, heart rate was in the 120's, and pulse oximetry was in the 90's. The patient was then described as awake and alert, answering his name and location when asked. The pca was stopped, and a nicotine patch and continuous pulse oximetry were ordered. The patient was instructed not to use oral tobacco products and the use of an incentive spirometer was recommended. The physician present at time of the rapid response noted acute hypoxic respiratory failure due to narcotics with likely underlying osa (obstructive sleep apnea) and/or obesity hypopnea syndrome, and chewing tobacco possibly causing further upper airway obstruction. The physician present at time of the rapid response notified the patient's attending physician and recommended an outpatient sleep study. Additionally, it was noted the pca dilaudid dose was reported to be 0.2 mg of instead of the previously reported 0.4mg and the patient has allergies to levoflaxacin.

Manufacturer narrative:
Evaluation anticipated, awaiting device return. Investigation is not complete.

Event description:
The customer reported that the patient received too much dilaudid. On (B)(6) 2016 at 2000, it was reported a dilaudid pca (1mg/1ml) was setup and programmed to deliver in pca and continuous mode, a continuous dose of 0.3mg, pca bolus/loading dose of 0.4mg, lockout interval of 10 minutes, and a 1 hour limit of 1.2mg. At 0300, it was reported the nurse checked on the patient and there was approximately 25.8 ml of dilaudid remaining in the pca vial. It was further reported that the nurse believes the patient was awake at 0400, and believes the patient was snoring at 0500. At 0550 the phlebotomist entered the patient's room and found the patient unresponsive. At that time, the response team was called, an unspecified amount of narcan was administered, and the patient was reported to be alert and oriented after the narcan administration. It was reported that approximately 5ml of dilaudid remained in the pca vial after the reported event. The customer contact reported the patient recovered and was eventually discharged from the hospital. After the reported event, testing was performed by user facility biomedical staff, and it was noted that there were no issues with the pca vial and IV tubing and no signs of leaking were observed. Additional user facility testing reported there was approximately 5-7ml of fluid and approximately 5-7ml of air in the pca vial. The customer contact stated that they suspect that the patient may have tampered with the device and/or the vial. No additional information was provided.

Event description:
Subsequent to the initial medwatch report submission, the customer provided the following information. The physician present at time of the rapid response noted the patient was found to be diaphoretic and snoring with a very low respiratory rate. The patient was not responsive to tactile stimuli, verbal stimuli or sternal rub. The patient¿s pulse oximetry was in the 70¿s, and bag ventilation was provided for respiratory support. 0.4mg of narcan was administered, and the patient opened his eyes but was drowsy. The patient was placed on the monitor and was found to be in sinus tachycardia in the 130¿s. It was reported that the patient¿s lung sounds were described as diffuse rhonchi and upper airway sounded loud. An additional 0.2mg of narcan was administered, and the patient woke up. Bag ventilation was stopped, the patient was prompted to cough, and the patient produced a dark mucous filled ball of chewing tobacco that appeared to come from the posterior pharynx. Additional chewing tobacco was removed from the patient¿s tongue and cheek. After additional prompts to cough, the patient¿s lungs were clear, heart rate was in the 120¿s, and pulse oximetry was in the 90¿s. The patient was then described as awake and alert, answering his name and location when asked. The pca was stopped, and a nicotine patch and continuous pulse oximetry were ordered. The patient was instructed not to use oral tobacco products and the use of an incentive spirometer was recommended. The physician present at time of the rapid response noted acute hypoxic respiratory failure due to narcotics with likely underlying osa (obstructive sleep apnea) and/or obesity hypopnea syndrome, and chewing tobacco possibly causing further upper airway obstruction. The physician present at time of the rapid response notified the patient¿s attending physician and recommended an outpatient sleep study. Additionally, it was noted the pca dilaudid dose was reported to be 0.2 mg of instead of the previously reported 0.4mg and the patient has allergies to levoflaxacin.